Event description:
Mismatch of prosthetic implants. Used outside of recommended practice. Pt made a satisfactory recovery reviwed at 6 weeks post operation. Case being reviewed by facility. Primary surgery was 2005. Revision surgery has not taken place and has not been scheduled yet.